Event description:
It was reported that during the farawave procedure for paroxysmal atrial fibrillation, the catheter during the procedure was not fully deployed in flower and basket mode, also the guidewire was very difficult to be advanced inside the catheter and at a certain time was stuck in the knob. Pull the catheter inside the sheath and rotate it in order to undeploy the petals, also pull the catheter outside of the body and try to fix the petals manually. There was no tissue seen at the tip of the catheter or guidewire. The guidewire was no able to be removed as normal, as the guidewire stuck in the knob. A new device was used to complete the procedure. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farawave procedure for paroxysmal atrial fibrillation, the catheter during the procedure was not fully deployed in flower and basket mode, also the guidewire was very difficult to be advanced inside the catheter and at a certain time was stuck in the knob. Pull the catheter inside the sheath and rotate it in order to undeploy the petals, also pull the catheter outside of the body and try to fix the petals manually. There was no tissue seen at the tip of the catheter or guidewire. The guidewire was no able to be removed as normal, as the guidewire stuck in the knob. A new device was used to complete the procedure. No patient complications occurred. The device is expected to be returned. The device has been returned for analysis.

Manufacturer narrative:
Investigation summary. With all the available information, boston scientific concludes the reported observation of guidewire stuck was confirmed through investigational analysis. The farawave catheter was visually inspected, and no damage was observed on the device. During product analysis an attempt to insert the guidewire was unsuccessful, and dissection revealed that the guidewire lumen was damaged within the inner hypotube. Based on the product analysis guidewire stuck was able to confirm. Device history record (DHR) review. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review . Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the event of guidewire stuck is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design and supporting evidence that came to this conclusion. Based on all the available information, the cause of the reported stuck guidewire was likely attributed to the device design based on the observed damage to the distal inner hypotube caused by the mechanical stress of pebax break and delamination. Further investigation into this behavior is currently being conducted. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.